Event description:
Additional information was received from the patient. They reported that they have a rare disease, systemic mastocytosis, and they have reactions all the time but since the stimulator was put in it has been nonstop. They have migraines, brain fog, and memory issues. They also stated they have diarrhea with ibs symptoms, and vomiting. Patient has lost weight since it was put in. They have itching all over but were the stimulator was put in its "madding." They have "flushing some tachycardia, spots all over body, fatigue, ect." Patient said it has gotten worse since being implanted as they react to nickel. They had no idea they could be in contact with it. Patient said small amounts can make them sick. The healthcare provider (hcp) and patient believe the nickel is to blame. Patient also stated that it has never worked for them. Patient is trying to find a surgeon to remove it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt wanted to confirm if their leads have nickel. Pt stated that they have a very rare disease that causes them to react to almost everything. Pt added that they have systemic reaction at all times, and they didn't know that they had to put nickel on their allergy list. Pt stated that they were told by their doctor that the leads that were implanted to them have no nickel, but they were told by their rep that it has a nickel. Pt stated that they've been sick for a long time and it has gotten a lot worse since they had the scs put in. Pt asked the doctor to take it out however the doctor believed that there was no nickel at all and they were instructed to call patient services. Pt stated conflicting information that the scs never worked for them and it just worked for about 2 or 3 months. Pt added that the scs itself works, it does the shocking, and they've tried every setting, but they still couldn't get any relief. Pt confirmed that they started not getting any relief probably in (B)(6) 2024. Pt noted that their health was so bad, and their oncologist suggested to have the scs removed. Pt stated that even the smallest amount of nickel could cause them systemic reaction. Pt asked if pt services could call their doctor to review their leads information. Agent reviewed lead information and instructed the pt to have their doctor call directly if they need further clarification.